Manufacturer narrative:
(B)(4). Field service evaluated the unit, and replaced the front panel. He also ordered a main printed circuit board assembly for the unit.

Event description:
A respiratory therapist at one of the user facilities called and requested field service, indicating that one of their units displayed vent inop with continuous audible alarms. The incident occurred upon connecting the patient to the unit in CPAP/ psv mode. The facility was unable to resolve the issue, and the patient was transferred to another unit. Carefusion technical support dispatched field service to the facility.